Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform complaint lot history check due to unknown lot number.

Event description:
It was reported that before use of the bd ultra-fine¿ insulin syringe the stopper was deformed. There were two occurrences. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: the stopper was deformed.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use of the bd ultra-fine¿ insulin syringe the stopper was deformed. There were two occurrences. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: the stopper was deformed.